Event description:
It was reported that on (B)(6), 2011, after predilatation, the patient received a 3.0 x 15 mm xience v stent at the ostium of the proximal circumflex artery and a 3.0 x 18 mm xience v at the distal circumflex artery; the stent placement was overlapping and the stents were well expanded to the vessel wall without reported incident. An intravascular ultrasound (ivus) was attempted but was unsuccessful in crossing the stents and was not performed. The patient was reported as doing well and was discharged from the hospital on (B)(6), 2011. Subsequently, in the morning of (B)(6), 2011 the patient had hives over his anatomy and experienced chest pain. The patient went to the hospital; the hives were almost resolved upon arrival. The patient was readmitted to the hospital and stenosis was confirmed around the left circumflex by electrocardiogram finding. An emergency coronary angiogram was performed and stent thrombosis was noted from the edge of the 3.0 x 15 mm xience v. A percutaneous coronary angioplasty was performed with aspiration of the thrombus followed by balloon angioplasty to the hazy area. Currently, the patient remains in the hospital. It was noted that the physician suspects the thrombosis is related to the patient's allergy and has no association with the implanted xience v stent. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Angina, thrombosis, and a rash (allergic reaction) are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The other xience v is being filed under a separate MFR number.